Event description:
The lay user / patient contacted lfs alleging inaccurate high readings on their one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to contact lfs to obtain further clinical information. The patient mentioned that the reportedly high readings began on (B) (6) 2010. The patient tested his blood glucose and obtained a 480 mg/dl. He claims it was either before or after a meal in the morning. At an unspecified time later, he felt tired and dizzy. He did not seek any medical attention or contact his physician for assistance. Customer care advocate (cca) had the patient run a quality control test and the test passed using the control solution. The meter was replaced. No further clinical information was provided. It would have been more helpful to know the patient's diabetes regimen, readings prior to the 480 mg/dl, now soon after testing symptom developed and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the elevated readings he later developed symptom suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.